Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient stated her scs system did not provide adequate relief for her pain. As such, the sjm representative met with patient for reprogramming and advised the patient to try the new programs. However, the patient declined to use the programs. Subsequently, the patient underwent surgical intervention on (B)(6) 2016 where her entire scs system was removed.